Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 623-00-32d, trident 0 deg x3 insert 32mm head, lot code: jj3mae. Cat. No.: 502-01-48d, trident hemispherical cluster 48mm, lot code: 27028701. Cat. No.: 6260-9-132, 32mm std lfit v40 head, lot code: 32395601 . At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device eval: currently implanted.

Manufacturer narrative:
The patient is (B)(6). An event regarding limb length discrepancy involving an accolade stem and a metal head and pain involving a trident liner and a trident shell was reported. The event was confirmed. Method & results: the device was not returned for evaluation. -medical records received and evaluation: a review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. However it was noted that the hip is reduced and the acetabulum and neck of the stem appear in nominal position. An MRI report of the right hip dated (B)(6) 2013 states, ¿partial atrophy of the right gluteus medius muscle, probably related to a remote tear.¿ if this is what patient is alluding to in the event description, it is not related to her left total hip arthroplasty. Her x-ray of (B)(6) 2013 demonstrates persistent pelvic obliquity resulting in an apparent leg length discrepancy, which will be perpetuated by a right shoe lift. Her low back pain likely relates to her lumbosacral spine degenerative joint disease. There is no evidence this patient¿s clinical problems relate to factors of faulty total hip arthroplasty design, manufacturing, or materials. -device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined, however there is no evidence that the event is manufacturing related.

Event description:
It was reported patient had a left hip replacement (B)(6) 2010. Patient reported after surgery she had a leg length discrepancy and had to get special shoes. Since then, she is having difficulty walking, when she stands it causes back pain. Patient reported she had a scan on right hip, image showed a tear in right groin area. She is also inquiring if her hip is part of the recall.

Event description:
It was reported patient had a left hip replacement (B)(6) 2010. Patient reported after surgery, she had a leg length discrepancy and had to get special shoes. Since then, she is having difficulty walking, when she stands, it causes back pain. Patient reported she had a scan on right hip, image showed a tear in right groin area. She is also inquiring if her hip is part of the recall.